Event description:
It was reported that this lead exhibited noise. To date, the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).